Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision surgery was performed approximately 1 week post implantation due a dislocation post-primary tha. Requested operative reports and imaging were not provided for inclusion in the medical investigation; therefore, the root cause could not be fully assessed. The patient impact beyond the dislocation and revision could not be determined as the patient outcome is reportedly unknown. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a hip hemiarthroplasty had been performed, the patient experienced a dislocation. A revision surgery was performed to address the adverse event. The cocr 12/14 fem head 28 +0 was explanted. The patient outcome is unknown. No additional information provided.